Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. During the analysis of the returned device the hybrid was damaged. Analysis of the device memory indicated a full electrical reset. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Recommended replacement time (rrt) triggered on (B)(6) 2017. Analysis of the device memory indicated a full electrical reset. Forty-one total power on resets (pors). The last four pors due to "battery supply low por."

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected and completed multiple power on resets (por). The device is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.